Event description:
The device was explanted and the lead was capped due to infection and erosion and replaced with another biotronik system. Sylox sx 53/15-bp, (B) (4), MDR 1028232-2010-00630; 1022t, (B) (4).